Event description:
The lay user/pt contacted lifescan (lfs) in 2007, alleging high readings on her one touch ultra easy meter. A medical affairs specialist (mas) sent follow up questions and obtained/verified the following info: last week, the pt went on a trip to a foreign country. Eight days earlier, the pt tested her blood glucose in the morning; however, did not recall the reading and took 10 units of novo rapid before breakfast. She ate well for breakfast and lunch and at around 5:00 pm she tested her blood glucose and obtained a 296 mg/dl and was asymptomatic. She was alarmed with the elevated reading, since she walked all day. Due to the elevated reading, she took 15 units of novorapid insulin. She increased her insulin 5 units more than usual due to the blood glucose reading. She increased the insulin on her own and not based on her regular diabetes regimen provided by her physician. Approximately 15 minutes later, while the pt and her husband were at the metro station, the pt began exhibiting symptoms, which consisted of feeling sweaty and dizzy. Her husband stated, that she looked like she was drunk; therefore, held her by the hand and walked back to the hotel. At the hotel, the pt thinks she tested her blood glucose and obtained a 50 mg/dl and then ate some dextrose, and ate something sweet and drank lemonade. Approximately 45 minutes later, she felt better and tested her blood glucose on her lfs meter and obtained a 150 mg/dl. She stayed at the hotel for an extra 30 minutes before going to dinner. The pt did not contact her physician; however, has an appointment next week, for a new adjustment with her diabetes regimen. She did not test before going to bed and did not recall her reading the following morning. Pt discarded the subject meter and testing supplies due to the elevated readings either the 5th or 6th day afterwards, and refused a replacement meter. The pt claims a normal blood glucose reading for her in the morning is around 140 mg/dl, around 100 mg/dl at noon, and about 150 mg/dl-160 mg/dl in the evening. This complaint is being reported because the pt alleged high blood glucose readings, administered extra insulin on her own due to the elevated reading.